Event description:
The pt received two percutaneous leads (from the same lot) as part of her scs system. It was reported the pt experienced ineffective stimulation coverage. She complained she was not getting coverage to her right foot, which was an original pain area. Reprogramming efforts were unable to resolve the issue. It was reported the physician ordered x-rays. No further info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.